Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Programming changes were performed and the patient was in stable condition.